Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Steady increase in impedance starting in (B)(6) 2010. Lead diagnostic in save to disk file shows "v lead bad time" on (B)(6) 2010.

Event description:
It was reported there was a ventricular lead warning and lead impedance was 1500 ohms. Thresholds had increased. The lead remains in use. No patient complications have been reported as a result of this event.